Manufacturer narrative:
The field service engineer (fse) visited the customer site and identified a dirty sample probe. The sample probe was cleaned, liquid level detection was checked and pinch tubes were replaced. A specific root cause was not identified. Additional information was requested for investigation but was not provided. The possible root cause may be related to the dirty sample probe which caused errors in pipetting causing discrepant results. Additional possible root causes may be foam on the sample or pre-analytical issues.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: asku.

Event description:
The customer questioned low results for 1 patient tested for elecsys hcg + beta test system (hcg + b) and progesterone (progesterone iii) on the roche diagnostics elecsys e170 modular analytics immunoassay analyzer. The results for hcg + b were erroneous. The erroneous results were not reported outside of the laboratory. The initial hcg + b result from an aliquot sample was 4460 ui/l. The aliquoted sample was repeated and the result was 10000 ui/l with a data flag. The result from a x100 dilution was 46111 ui/l. The primary tube was run and the result was 10000 ui/l with a data flag. The result from a x100 dilution was 47111 ui/l. A second primary tube was run and the result was 10000 ui/l with a data flag. The result from a x100 dilution was 46974 ui/l. No adverse event occurred. The hcg + b reagent lot number was 156542. The expiration date was requested but was not provided. The measuring cell was replaced 01/2016. Liquid flow cleaning was last performed on 11/12/2016. Quality controls and calibration were acceptable.